Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all fs libre sensor within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.  Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, no confirmed complaints were observed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Caller, customer's girlfriend, reported the customer received a "replace sensor" message after one day of wearing the adc freestyle libre sensor and experienced sweating and a loss of consciousness. Paramedics were called and upon their arrival, customer was administered an injection of glucagon. When customer regained consciousness, paramedics provided oral glucose. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, customer's girlfriend, reported the customer received a "replace sensor" message after one day of wearing the adc freestyle libre sensor and experienced sweating and a loss of consciousness. Paramedics were called and upon their arrival, customer was administered an injection of glucagon. When customer regained consciousness, paramedics provided oral glucose. No further treatment was reported. There was no report of death or permanent impairment associated with this event.